Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The actual device involved in the reported incident was returned for evaluation. When the device was evaluated the reported issue was not observed. The device operated as intended. Preventative maintenance was performed.

Event description:
As reported by the user facility: infusion occurred too rapidly; it was intended to take 20 minutes but was completed in 15 minutes. No patient involvement was observed.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.